Event description:
It was reported that there were non-recoverable errors on the system. The caller attempted to resolve the issue by power cycling the system, but the error persisted. System logs indicated error 307 linked to console 1. After console 1 was removed, error 307 appeared on console 2. Additionally, multiple error 307 occurrences were noted on the vision tower following a 311 error related to the system running a golden image.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. After multiple attempts tech support was able to assist and push the sw via local host. After the sw was pushed the system came up normally. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.